Event description:
Journal article received: a review of periprosthetic femoral fractures associated with total hip arthroplasty: daniel marsland, mrcs, msc (sem), and simon c. Mears: geriatric orthopaedic surgery & rehabilitation: 1(3) 107-120: authors 2012. The article does mention synthes product. This article talks about periprosthetic fractures of the femur in association with total hip arthroplasty (tha) are common and hard to treat. Patients with these fractures are typically elderly and frail and have osteoporosis. An overview is provided of causes, classifications, and management of periprosthetic femoral fractures around a total hip arthroplasty based on the current best available evidence. Authors site various clinical results. Recent retrospective review of 14 patients with short or oblique or transverse type-b1 fractures reported less than satisfactory results. Five of the 14 fractures were treated with a locking plate and allograft, and 9 were treated with a locked plate alone. Of the 14 fractures, eight (8) healed at an average of 5.4 months. Three (3) had plate fracture; average 2.8 months and three (3) had plate pull out at an average of 2.8 months. All but 1 of these failures occurred in constructs in which strut allograft had not been used. Authors concluded that locking plates alone are insufficient for the treatment of periprosthetic femur fractures and should be supplemented with cortical strut grafts. This event is on the (3) unknown locking plates that pulled out. This is 2 of 2 reports for (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. This report is on 3 unknown locking plates, part and lot numbers are unknown. Date of event: 2012. Without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.